Event description:
Voluntary medwatch received reported: my tandem mobi insulin pump stopped delivering insulin after I had changed the site 4 hours earlier. I ended up in the emergency room at (B)(6) hospital while on business in (B)(6). Once again I changed the site and the insulin tube part that carries insulin to the abdomen approx 1/4 of an inch near the pump actual kinked and once again would not deliver insulin. Ten days later on a completely different abdomen site. I noticed the same area near the insulin pump was kinked again and would not delivery insulin. I called the manufacture since I was still in warranty, I told tandem I no-longer wanted to use the mobi and they agreed to exchange my new mobi for a new t-slim insulin pump. Not true 23 days later I still have never received my new tandem insulin pump. Twice in 30 days my tandem mobi tubing was been blocked and would not deliver my insulin. After 40 year wearing an insulin pump I have never ever had a problem like this. I returned the product to tandem they asked for it back. Under the pretense I would have received a new pump which they still never sent.